Manufacturer narrative:
The customer exchanged the ise reagents and calibrators. The issue still persisted. The customer noticed the ise etcher was loaded in an incorrect spot. The customer performed a visual inspection of the sample and no abnormalities were found. The field service engineer replaced various parts and performed system checks and cleanings. He performed precision testing and qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas integra 400 plus. The initial na result was reported outside the laboratory. The customer performed repeat testing with the sample on a different cobas integra 400 plus. The patient's initial na result was 119.3 mmol/l. The patient's repeat na result was 137 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer's calibration and qc results were ok. The investigation reviewed the system's alarm trace and discovered a "clot detected" error. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.